Manufacturer narrative:
The device is an installed centralized patient monitoring system that utilizes a sunblade 1500 central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. There were reportedly 48 patients connected to the system at the time of the episode. This customer experienced a reboot of acuity system. Following the reboot, some of the micropaq bedside monitors had difficulty reconnecting to acuity, resulting in a loss of centralized monitoring during that time for any patients connected to those monitors. Despite the loss of centralized monitoring for these patients, bedside monitoring continued normally via the individual patient monitors on each patient. There were no patients harmed in any way by the event. By event here and in the codes in block of form 3500 we mean the loss of centralized monitoring. The customer contacted technical support who confirmed the reported system reboot. Tech support assisted the customer in restoring normal operation. Tech support downloaded the system logs, which enabled us to confirm the reported loss of centralized monitoring and investigate the cause. The reboots occurred due to an interaction between the customer's version of acuity software and the bedside micropaq patient monitoring devices also soldby MFR. This customer is running acuity software version 6.10. For customers running acuity software versions prior to 6.30.xx, certain conditions and user behavior can lead to system reboots and difficulty in reconnecting that occurred in this case. The micropaq devices run on rechargeable batteries which much be replaced periodically. During battery replacement, a micropaq cannot communicate with acuity. Upon battery replacement, the micropaqs attempt to reestablish communication with the acuity system that it had been connected to before battery replacement. It does this by sending out an electronic rendezvous request to all the acuity systems to which it might be connected. There is a 15 second waiting period before the connection is established to enable the user to specify a connection change to a different acuity system. If another micropaq comes back from a battery change and sends a rendezvous request within that 15 second waiting period, then the acuity systems may reboot in some cases. This limitation in the software was resolved in acuity software version 6.30.xx. The customer has been advised of the availability of the software which will eliminate reoccurrence of this reboot. In addition, the customer was advised that they could avoid reoccurrence by instructing their staff to follow specific patient transfer practices.

Event description:
It was reported there was a loss of centralized monitoring created by a system self reboot and slow patient reconnect. The customer stated that the two servers (warroom2 primary and ha pair) rebooted and the patients were not reconnecting as they should. There was no patient harm as a result of the loss of centralized monitoring.